Event description:
A distributor reported that a user experienced a cartridge alarm while pumping, as confirmed in the pump history as alarm 20. There was no reported adverse impact to the customer's blood glucose level. It was noted that the pump was within warranty, and the user was informed that the pump needed to be replaced. The customer did not disclose what backup therapy they would use to ensure insulin delivery was not interrupted.